Manufacturer narrative:
The potential presence of pump thrombosis could not be confirmed because the device remains in use and is not available for investigation. A review of the submitted system controller log file containing data from (B)(6) 2018 ¿ (B)(6) 2018 showed the pump operating normally with stable pump parameters (power, estimated flow, and average pi remaining). There was no data in the submitted log file to indicate atypical parameter trends or alarms suggestive of potential pump thrombosis. The vad speed remained above the low speed limit for the duration of the log file and the pump appeared to be operating as intended. Multiple attempts were made to obtain additional information regarding the reported concern for pump thrombosis; however, no additional information was provided. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the vad clinicians were concerned for pump thrombosis. No patient clinical symptoms were reported at the time. Additional information was requested; however, none has been provided.